Event description:
During a surgical procedure while using the diego, the surgeon claimed he removed his foot from the foot pedal, but the blade kept going. In turn, the patient's uvula was cut.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, (B)(4) will continue the investigation and update the agency accordingly.